Event description:
Customer reported that they took off the insulin pump for a few days and is unable to get it to turn back on. It was noted that the customer was hospitalized due to a heart surgery and the hospitalization was not related to the insulin pump. Customer stated that they press act to turn the insulin pump on and nothing happens. Customer was unable to troubleshoot at the time of the call. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.